Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4) (intervention required). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from neurological symptom due to instability with loosening of l4 pedicle screw, post-operatively. Revision surgery will be performed to extend the fixation range in upper level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.